Manufacturer narrative:
On 13-sep-2023, the product investigation was completed. During left atrial remap for la (left atrial) flutter, the octaray catheter spline became stuck in the patient's prosthetic mitral valve and some of the plastic was sheared off one of the splines. The catheter was removed but the sheared-off material was not retrieved. This was the second insertion of octaray in the left atrium that occurred near the end of the procedure. The patient was reported to be in stable condition and no change to their vitals had occurred by the time of call. The physician was advised that the use of the octaray catheter in a patient with prosthetic valve was off-label use of the device. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection of all features was performed following bwi procedures. Visual inspection was performed, and one spline was observed detached from the tip leaving internal components exposed. This is related to user error as the octaray catheter was used in a patient with a prosthetic valve despite it being a contraindication in the instructions for use (IFU). A manufacturing record evaluation was performed for the finished device number lot 31044569l and no internal actions related to the complaint were found during the review. The customer complaint was confirmed, the root cause of the adverse event is related to the usage of the device with a patient with mechanical mitral valve. The instructions for use contain (IFU) the following recommendations: do not use the octaray® catheters in patients with prosthetic valves. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included octaray, galaxy, 48p, 3-3-3-3-3, d-curve. The patient experienced foreign body material. Description of health hazard: during left atrial remap for la (left atrial) flutter, the octaray catheter spline became stuck in the patient's prosthetic mitral valve and some of the plastic was sheared off one of the splines. The catheter was removed but the sheared-off material was not retrieved. This was the second insertion of octaray in the left atrium that occurred near the end of the procedure. The patient was reported to be in stable condition and no change to their vitals had occurred by the time of call. The physician was advised that the use of the octaray catheter in a patient with prosthetic valve was off-label use of the device. Further details of the event: the event occurred on (B)(6) 2023. It was discovered during the use of the catheter. The physician's opinion is that the octaray became stuck in the mechanical mitral valve¿ this is not due to a failure in the product, but a known risk that he took when inserting an octaray with a mechanical mitral valve. The patient¿s condition is fully recovered. The patient¿s hospital stay was not prolonged. This adverse event is related to user error as the octaray catheter was used in a patient with a prosthetic valve despite it being a contraindication in the IFU (instructions for use). Using the octaray with a prosthetic valve causes increased risk of embolization of components and resultant patient sequelae. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The sheared-off spline material also constitutes an MDR-reportable event.